Manufacturer narrative:
Correction: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for pseudomonas aeruginosa peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. The patient had pre-existing bilateral lower leg wounds which were infected with pseudomonas aeruginosa and other bacteria. Documentation in the medical records received, indicate the peritonitis was thought to be secondary to an infected pd catheter (not a fresenius product) and the pd catheter was removed. Given the presence of pseudomonas in both the pd culture and leg wound culture, it is conceivable that the peritonitis is most-likely associated with cross contamination of the pd catheter with pseudomonas bacteria from the patient¿s leg wound; as also reported by the pd nurse.

Event description:
Updated event description: this event description was amended after receipt of 27 pages of medical records on (B)(6) 2019 for a reported peritonitis event. During follow-up for a separate event, it was discovered this 75-year-old female patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2018 for peritonitis. The patient presented to the hospital with complaints of abdominal pain and fever and had a principle diagnosis of pseudomonas sepsis on admission. The patient¿s past medical history is significant for end stage renal disease (esrd) on pd, diabetes mellitus (type 2) and bilateral lower extremity wounds with possible cellulitis at the time of hospital admission. During hospitalization, the patient was treated with vancomycin, recorded initially due to the bilateral lower extremity cellulitis. The patient¿s leg wounds were cultured during the hospitalization which also showed growth heavy growth of pseudomonas aeruginosa, escherichia coli and mixed skin flora. Additionally, the patient found to have peritonitis thought to be secondary to an infected pd catheter (not a fresenius product). During follow-up with the patient¿s pd nurse, it was reported the peritonitis was suspected to be caused by cross contamination (likely of pd catheter during the pd procedure) from the existing leg wounds. Notably, the patient¿s pd culture results revealed growth of the organism pseudomonas aeruginosa and an elevated white blood cell (wbc) count (result recorded 33,000). During hospitalization, the patient¿s pd catheter was removed (date unknown) and the patient underwent placement of a hemodialysis (hd) catheter and was subsequently switched to (hd) modality for renal replacement needs. The patient was also started on a 3-week course of ceftazidime. Per documentation in the medical records received, the patient had a secondary diagnosis of paroxysmal atrial fibrillation; however, it unknown what caused the patient¿s arrythmia but there is no documentation that this was related to dialysis and it was recorded the patient remained stable throughout hospitalization. The patient was subsequently discharged in stable condition on (B)(6) 2018, continuing outpatient hd.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/and the patient¿s hospitalization for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. The patient¿s peritonitis is likely associated with cross contamination of pseudomonas bacteria from concomitant leg wound, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient who was hospitalized on (B)(6) 2018 for peritonitis. Per the nurse, the patient pd effluent grew the organism pseudomonas. It was reported the peritonitis was suspected to be caused by cross contamination from and existing leg wound. Details surrounding the patient¿s hospitalization course, including treatment and patient disposition, are unknown as the hospital discharge summary is not available. However, the nurse reported the patient continued pd therapy while hospitalized. Additional information was requested, but was not provided.